Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent open percutaneous screw placement at l4-5.intra-op, tip of the gear shift broke off in patient pedicle while surgeon was canulating it. No fragments of the product were remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: product analysis:visual and microscopic examination confirms probe breakage approx. ~17mm from the probe tip end. Optical examination reveals a fairly brittle fracture surface, with riverlines convergent river lines indicating the area of fracture origination and the direction of fracture, and a shear lip near the fracture end point. The above observations are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.